Event description:
It was reported the patient went to the emergency room, with a heart rate of 30 bpm. The device battery was reported to be depleted. The last follow-up was six months prior, at which time the battery status was noted to be 'ok'. The device was explanted and replaced, and the patient's status was reported to be 'ok' following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.